Event description:
Additional information received from the company representative reported that it was confirmed the patient did have a MRI. The issue resolved shortly after the patient saw the code on its own with no intervention needed. They were not aware of exact date and time of recovery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The company rep reported that an account called her last night and stated that a patient was seen with code 100 on their personal therapy manager (ptm). The patient was unable to give themselves a bolus. The company rep wanted to know what the code meant. Technical services reviewed that the code means that a motor stall had accrued. Tech services asked if the patient had an magnetic resonance imaging (MRI), the company rep was unsure. The company rep stated the hcp was bringing the patient in today for interrogation. No signs or symptoms of withdrawals reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.